Event description:
It was reported that the user believed their current ilet pump was not delivering insulin and asked whether a manual insulin injection was appropriate; the user had received a replacement device but had not yet started it and was still connected to the original pump. Symptoms included concern for possible hyperglycemia, though no adverse clinical effects were reported. Outcomes included user education on safe management, with instructions to disconnect from the ilet for two hours after a manual injection and then reconnect to the replacement device. Investigation included complaint intake and troubleshooting with user guidance. Investigation of this case revealed an unconfirmed delivery issue with the existing ilet, with no confirmed device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.